Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "a very difficult time with the natrelle breast implant packaging, the inner sterile packaging was extremely difficult to release from the outer non-sterile packaging." Device not implanted.